Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 12atm on the first inflation. The lesion being treated was located in the calcified, 90% stenotic, left anterior descending (lad) coronary artery. The procedure was successfully completed without any complications to the patient. The patient's status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the device history records for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. There are no associated complaints to date.